Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, delayed hypersensitivity, was deemed to meet serious injury criteria of necessitating medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record for radiesse (+) injectable implant could not be reviewed as the lot number was not reported.

Event description:
A physician reported via a sales representative that a patient (age, gender not provided) was treated with radiesse (+) injectable implant. Medical history and concomitant medical products were not reported. On a unknown date, the patient was injected with an unknown amount of radiesse (+) into unspecified site(s). On an unknown date reported as "a few weeks ago", the patient experienced a delayed hypersensitivity reaction. The patient needed hospitalization and was treated with steroids. Outcome was not reported. Further information has been requested.